Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set breaks like the tubing is split on two pieces on (B)(6) 2025. No further information available.